Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) inspected drawer connections and retractor bands, which were in good condition but refreshed as a precaution. Controller connections on 2¿2 were also refreshed, and the door control module on 2¿1 was replaced despite normal light emitting diode (led) indicators. The drawer continued missing cubies until the drawer controller was replaced. After replacement, the unit immediately detected the pockets, and some cubies were successfully recovered. Also verified the zebra printer configuration and found it to be incorrect. Although it was unclear if the printer was actively in use, the fse set it up for potential use. Functionality of the label printer was successfully verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 pocket a3 would not open and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.